Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received several battery out limit alarms. The customer reported that the insulin pump went blank. The customer's blood glucose was 388 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the display returned after inserting a new battery. The customer stated that the battery out limit alarm kept recurring after inserting multiple batteries. The insulin pump will not be returned for analysis.